Event description:
The customer reported that the system was shutting down in the middle of screening. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The main power plug terminal was retightened. The system was then found to be operating as intended.